Manufacturer narrative:
The reported events were high pacing impedance and the stylet failure to advance. As received, a complete lead without a stylet was returned in one piece for analysis. The reported event of high pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of the stylet failure to advance was confirmed. The stylet insertion test was performed. The test stylet couldn¿t be fully advance through the lead. X-ray inspection of the lead found no anomalies at the stylet restriction location. Destructive analysis of the lead found the inner coil was clogged with blood at the stylet restriction location.

Event description:
It was reported that the patient presented for a right atrial (ra) lead implant procedure in the hospital on (B)(6) 2021. While attempting to implant the lead, it was noted that there was high pacing lead impedance. There was also difficulty in inserting the wire into the lead completely. The ra lead was removed and replaced without further incident in the same procedure. The patient was stable condition.